Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system: 89 mg/dl at 12:15pm 108 mg/dl at 12:19pm 185 mg/dl at 12:28pm 94 mg/dl at 12:32pm 560 mg/dl at 12:35pm 128 mg/dl at 12:35pm no adverse event reported. Requested return of suspect device and strips, and replacement was sent.